Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch which we manufactured and distributed in the market 288 units. There are no units in stock in b. Braun surgical's warehouse. An open pouch that contains a suture with the needle broken (part of the needle still wound to the thread) has been received for analysis. We have visually analyzed the needle of the sample received and there are marks of the needleholder/surgical instrument in the needle attachment zone. The area where the needle broke is close to these marks . Therefore, the most probably is that the needle has been damaged and broken in attachment zone due to wrong handling. Additionally, the needle of the sample received has been tested for bending strength and the result fulfill product specifications: 12.35 nxcm and the minimum bending strength for this needle is > 10.80 nxcm. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Remarks: care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Final conclusion: the needle of the sample received showed a damage in the attachment area caused by a wrong handling. However, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the sample received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported that there was an issue with monosyn suture. The client reported that the needle has broken during surgery in veterinary case. Ovariohysterectomy surgery. A bit delay on surgery, no other issue. Additional data has not been provided.